Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a dialysis catheter. The customer states that there was a fracture in y-junction. Therefore, the patient experienced blood leakage. The catheter was implanted on (B)(6) 2013. The catheter was replaced on (B)(6) 2014. No patient injury, date of incident: (B)(6) 2014. Dwell time of the catheter into the patient: 1 year with 5 months.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The device history record (DHR) was reviewed and no deviations related to this failure mode were found. There are no non-conformances related to the reported issue. The product sample consisted of one assembled 14.5 fr palindrome with slots, heparine coating and anti-microbial sleeve catheter. After a visual inspection, a cut was found on the body of the catheter. During the functional test (underwater test), bubbles were detected coming out from the end side of the catheter body. As per the instructions for use, it is necessary to perform a visual inspection before using the device. Do not use the catheter if it appears damaged or defective. Exercise caution when using sharp instruments near the catheter. Catheter tubing can tear when subjected to excessive force or rough edges. Inspect the catheter frequently for nicks, scrapes or cuts which could impair its performance. The device was used for 1 year and 5 months. The device was more likely damaged during use. The most probable root cause could be due to a sharp object coming in contact with the device. A corrective action is not warranted at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% leak testing at the final stage of production which would identify this issue on the device. This complaint will be used for tracking and trending purposes.